Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic colorectal resection procedure, the device partially fire and there was poor staple formation and the staple line was incomplete - the donut was incomplete, also device partially cut the tissue. The laparoscopic procedure was converted to an open procedure in order to fix the issue. There was tissue loss and tissue damage. The surgical time was extended by more than 30 minutes. The excision was extended. The patient is alive and healthy.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.